Manufacturer narrative:
This report is submitted on july 07 2020

Event description:
Per the clinic, the patient experienced an extrusion of the electrode from the cochlea subsequent to an inflammation involving the middle and inner ear. The device was explanted on (B)(6) 2020. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2020.